Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage from the infusion set was inconclusive due to the sample condition. Three photographs of the implicated powerloc max safety infusion set were returned for evaluation. The sample was within a plastic zipped bag. The safety mechanism had been engaged over the needle and a stop-cock and saline syringe were attached to the luer adaptor of the infusion set. No obvious damage was seen to the luer adaptor, needle housing, or tubing. However, a clear view of all sides/components of the device was not presented in the returned photographs. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. If a physical sample is returned at a later date, this complaint will be updated at that time with the relevant information. Possible contributing factors for a leaking infusion set could include a cracked luer adaptor/needle housing, a poor connection between the needle housing and needle, leaking at the connection with an external device, or material damage to the infusion set.

Event description:
It was reported, leakage at the hub of the needle. Nurse noticed the leakage when poking the port. During purging she had not noticed it. No other information was provided.

Event description:
It was reported, leakage at the hub of the needle. Nurse noticed the leakage when poking the port. During purging she had not noticed it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be related to device manufacture. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 21ml syringe revealed the sample to be patent to infusion; however, during pressurization, a leak was observed at the needle housing. Microscopic inspection of the sample confirmed leakage of water at the needle housing, emanating from an adhesive application site. Inspection of the sample under ultraviolet light revealed voids in the adhesive coverage within the housing. The observed leakage appeared to be the result of incomplete adhesive coverage at the bond between the extension tubing and the needle shaft. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported, leakage at the hub of the needle. Nurse noticed the leakage when poking the port. During purging she had not noticed it. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.